Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the arterial module srs failed. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported surgery was completed successfully, and there were no consequences to a patient as a result of this event.